Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced increased incontinence and complained of involuntary, spontaneous, and unpredictable leakage. Upon examination, erosion of the mesh was noted. The patient also complained of dyspareunia. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report #(B)(4).